Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011 customer reported that the lh780 instrument was leaking diluent from the blood sampling valve (bsv). No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the bsv knob loose and the pads separated. Fse tightened the bsv [compressing the pads] and ran startup and quality control, which passed without further leaking. Fse verified repair per established procedures and results met published performance specifications.